Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device using a 6fr sheath after a percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, the arteriotomy puncture was noted to be a "high stick" in the artery. When the proglide needle plunger was removed from the device after suture deployment it was found that the suture remained attached to the plunger resulting in the suture not attaching to the artery wall. The arteriotomy was re-wired and the proglide device was removed. An 8fr sheath was repositioned in the arteriotomy; however, still hemostasis was not achieved. A cut-down procedure was performed and hemostasis was surgically achieved. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the physician is trained in use of the proglide device. No additional information is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Per the instructions for use the perclose proglide smc system is not to be used if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since usch a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Puncture site was described as a high stick. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - physician name. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, the puncture was noted to be a high stick. The proglide instructions for use states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.